Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to damaged battery tube. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify failed battery test due to blank display. Insulin pump received with scratched case, pillowing keypad overlay and cracked case. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump did not accept battery and battery was insert in it but insulin pump did not work. The customer stated that the insulin pump turned off and turning in but communicate no battery while battery was insert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.